Event description:
Supplemental info submitted 05/02/2001: in 2000: admission to hospital. The next day: underwent esophagogastroduodenoscopy; cervical neck exploration with cervical esophagostomy formation; left thoracotomy; drainage of necrotic esophagus; exploratory laparotomy; abdominal wash out; placement of an open gastrojejunostomy tube. Two months later: underwent exploratory laparotomy; elective esophageal reconstruction (take-down of prior exclusion); gastrostomy tube placement; jejunostomy tube placement. Nine days later: underwent exploratory laparotomy; lysis of adhesions; takedown of jejunostomy; takedown of gastrostomy; toupet fundoplication; placement of a gastrojejunostomy tube; esophagoscopy and dilation. The next month: discharged to skilled nursing facility with j-tube to maintain nutrition. A week later: outpatient; underwent esophagoscopy with savary and maloney dilation for esophageal stricture. Twelve days later: outpatient; underwent esophageal dilation for esophageal stricture. The next month: outpatient; underwent esophagoscopy and dilation for cevical esophageal anastomotic stricture.

Event description:
In 2000 - pt underwent a stretta procedure for reflux esophagitis. Pt was discharged home in stable condition. Pt returned to emergency dept complaining of abdominal pain. Admitted to 23 hr unit for pain control and hydration. Discharged. Again, returned to emergency dept for epigastric and abdominal pain. Ng tube placed. Underwent esophagogastroduodenoscopy, left thoracotomy and drainage of necrotic esophagus. Pt presently in ICU.